Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported there was a fuzz on the needle. To aid in the investigation, one sample in an opened packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed, and the needle has white dust adhered to it. The photo provided shows the sample received. No other defects or imperfections were observed. This defect could occur if, while cleaning the assembly line, the white dust got onto the sample. A device history record review was completed for provided material number 305197, lot 3271859. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Additional information received. 1. Any adverse event or serious injury reported to patient or healthcare professional? No. 2. Was there a delay of, or change in, the course of treatment due to the event? No. 3. Any sample or photo available for investigation? Already submitted. 4. How was the patient outcome? Are there any clinical signs, health consequences or impact? Did not use needle. 5. How was treatment completed for customer? Changed needle. 6. Patient status? N/a. 7. Any picture of this complaint already submitted. 8.please explain elaborate issue? Needle was discovered to be contaminated with unknown particles all over the needle surface. 9. Date of event? 2/2/24. Material#: 305197, batch#: 3271859. It was reported by customer that customer noticed a fuzz on needle when taking it out of package. Verbatim: customer noticed a fuzz on needle when taking it out of package.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Material#: 305197. Batch#: 3271859. It was reported by customer that customer noticed a fuzz on needle when taking it out of package. Verbatim: customer noticed a fuzz on needle when taking it out of package. Additional information: 1. Any adverse event or serious injury reported to patient or healthcare professional? No. 2. Was there a delay of, or change in, the course of treatment due to the event? No. 3. Any sample or photo available for investigation? Already submitted 4. How was the patient outcome? Are there any clinical signs, health consequences or impact? Did not use needle. 5. How was treatment completed for customer? Changed needle. 6. Patient status? N/a. 7. Any picture of this complaint already submitted. 8.please explain elaborate issue? Needle was discovered to be contaminated with unknown particles all over the needle surface. 9. Date of event? 2/2/2024. 10. Physical available/not available? I have it in my office. 12. Customer address? (B)(6).